Event description:
Patient alleging meter was inaccurately low. They obtained two readings of 160 and 246 mg/dl. Within 30 minutes patient went to the ER and a glucose test was done on the hospital meter and a reading of 400 was obtained. The brand of meter the hospital was using is unknown. Patient reported symptoms of frequent urination and thirst. They were treated with insulin. No further information available.